Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. For the past occlusions, the customer would change the infusion set and cartridge to resolve the occlusions. The customer would troubleshoot the issue on their own and would not find any issue with the infusion set and stated that they performed fill tubing and did not observe insulin exiting the cartridge patient line. No troubleshooting was performed for the past occlusion alarms therefore a possible cause of the occlusion alarms was not determined. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump and the customer stated they would contact their healthcare provider in regards to switching to novolog insulin. A pump system check was performed with the current supplies and the occlusion was found to be within the infusion set tubing. The customer could not check for air bubbles due to the infusion set having an opaque color. Tandem technical support assisted the customer through loading a new cartridge and infusion set with the proper technique. The customer experience blood glucose (bg) levels ranging between 500-587mg/dl and large ketones. The customer delivered a correction bolus to address the bg level and was treating their ketones with insulin. The customer declined a follow-up call to ensure their ketone levels decreased.